Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: (B)(4): the thread broken when the veterinarian makes a knot. (B)(4): represents the ambiguous number of events. - how many devices demonstrated the alleged deficiency? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - could you kindly perform and document the follow-up attempt for the product return? Lot number : udbbhlr0. Event month & year: january 2025. Procedure: cat oophorectomy (and others procedure). Description: when the veterinarian tightens her ligation knot, the thread breaks on the side of the little leader without exerting excessive tension and using her usual surgical equipment. Surgeries could be performed using the potentially defective wire or using another wire that has no impact on animals to date. Date: since january 2025 (exact dates unknown). (The exact number of surgeries is unknown; the problem to be addressed is at least 2 threads). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture broke when the veterinarian tightened the ligation knot. The thread broke on the side of the little leader without exerting excessive tension and using the usual surgical equipment.